Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was clotting and platelet clumping. The following information was provided by the initial reporter. The customer stated: there is "platelet clumping on the prepared slides.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/23/2021. H.6. Investigation: bd received 200 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to platelet clumping were observed. 40 returned tubes were analyzed for the edta content and were all within spec limits. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (platelet clumping) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy (validation attached). Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. All samples performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode platelet clumping. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was clotting and platelet clumping. The following information was provided by the initial reporter. The customer stated: there is "platelet clumping on the prepared slides.